Event description:
A healthcare professional reported a patient with incomplete cut off slice in the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. The logfile shows six successfully performed treatments. The reported treatments could be identified in the logfile. The treatment for left eye shows one missed vacuum one and three missed vacuum two approaches and a total of two re-dockings. The laser was not fired yet. The vacuum process was repeated and successfully completed. The logfile shows that the beam control check (bcc) for the treatment was conducted about twelve minutes before starting the procedure instead of immediately before procedure. The treatment for right eye was finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for the reported treatments. The manual docking process is complex and depends on various external factors as described above. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. Possible contributing factors for incomplete flap could be movement of the patient, improper docking, too much fluid on the eye, inappropriate setting of spot separation or pulse frequency of the laser and others. The manufacturer internal reference number is: (B)(4).